Event description:
It was reported that the external pulse generator had a broken lead cable connector. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases and one side bail cover are broken. Ring cover is contaminated. Battery contacts are compressed.